Event description:
The customer reported the image of the gastrointestinal videoscope was defective. There were no reports of patient harm. During the device evaluation at olympus, the nozzle was found to be clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) hospital . The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows : due to damage on charge coupled device unit, a noise image occurs, due to wear of angle wire, bending angle in up direction did not meet the standard value, grip had a scratch, indication on suction connector was peeled, suction connector had a scratch, suction connector had corrosion, light guide cover glass had a scratch, universal cord had a scratch, scope cover had a scratch, switch box had a scratch, probe cover had a scratch, suction cylinder was shaved, forceps elevator knob had a scratch, upward/downward knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, electrical connector had discoloration due to water leakage, adhesive on bending section cover had a crack, due to wear of angle wire, the play of upward/downward knob was out of the standard value, forceps elevator lever had a scratch, and connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.